Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the down arrow and ok keypad buttons were under responsive. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. The keypad buttons were not able to be tested; the pump powered on with a blank display. The keypad cover was removed and no contamination was found under the button contacts. There was moisture observed in the battery compartment. A leak test failed due to multiple cracks in the battery compartment. The pump was opened and moisture was observed throughout the pump casing. The complaint of a keypad response issue was not able to be adequately investigated due to an unrelated blank display issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.